Manufacturer narrative:
The product was discarded; therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant medical products: non-biosense webster inc. Product: baylis transseptal needle; non-biosense webster inc. Product: agilis sheath; carto 3 system (u.s. Catalog number and serial number are unknown). Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered pericardial effusion, vascular pseudoaneurysm and cardiac valve rupture requiring no medical/surgical intervention but extended hospitalization. During the procedure, after mapping and ablating the left ventricle (lv), pericardial effusion was confirmed by intracardiac echo (ice) no medical/surgical intervention was required. Two weeks after the procedure, a pseudoaneurysm and left ventricle free wall rupture were confirmed by a transthoracic echocardiogram (tee). Medical/surgical intervention was not required; however, extended hospitalization was required as a result of the adverse event. Patient¿s outcome is improved. Physician causality opinion is unknown. There were no error messages observed on any biosense webster, inc. Product. Transseptal puncture was performed during the procedure with a baylis transseptal needle and an agilis sheath. No biosense webster inc. Sheath was used during the procedure. The generator was in power control mode. The power titrated during the ablation. The overall ablation time and the last ablation cycle are unknown. The catheter irrigation was set within default flow settings for stsf catheter. The patient received anticoagulant (unspecified) during the procedure. The activated clotting time (act) is unknown. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. It was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. It is unknown if the carto 3 system indicated to re-zero the catheter. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module was 1.5mm, 8 seconds. The additional filter used with the visitag was 20% 5 grams. The color option used prospectively was fti.